Event description:
The manufacturer representative later reported that the patient had not used their device for over a year because their pain had been so improved that they felt they no longer needed the device. The patient charged their battery and was able to get the device into MRI mode.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an MRI of the cervical spine and brachial plexus in (B)(6) 2016. It was reported that an informational power on reset was seen on the patient programmer when the health care professional (hcp) was attempting to program the patient programmer into surescan mode. The patient was scheduled for an abdominal MRI. The hcp called the manufacturer representative and was waiting for a call back. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.